Manufacturer narrative:
Manufactured may 3, 2016 - may 5, 2016. The device was received for sample evaluation. A visual inspection noted evidence of a leak/backflow at the fillport once the cap was removed. Fourier transform infrared spectroscopy revealed that the cause of the leak/backflow was due to a white particle approximately 0.15 square mm in size lodged under the check-band. The white particle was subsequently identified to be acrylic material. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked under the cap during filling with physiologic solution. There was no patient involvement. No additional information is available.